Manufacturer narrative:
A check out of the injector by medrad service was performed. The system checked out according to specifications. Additional applications training was offered to the customer, but they indicated that applications training was not needed. No product returning.

Event description:
The hospital reported during a cta runoff procedure, 150 mls of fluid extravasated into the pt's right antecubital area. The pt was admitted for a 2 day observation. During admission the pt was consulted by plastic surgery.